Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the bd syringe module is being used for enteral feeds. Were informed the bd alaris system is contraindicated for use with enteral feeds. This was observed by bd associate during their site visit. There was patient involvement, but no harm.